Manufacturer narrative:
This report is submitted on february 11, 2022.

Event description:
Per the clinic, the electrode array was inserted in the lateral semicircular canal. The device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.